Manufacturer narrative:
G.9. This report originally filed as MDR number from 1644019-2024-01692. One open, cannula in a bag was received for the report of blocked cannula. Sample was visually inspected and found to be nonconforming. ID of the cannula at the hub end was occluded. Sample was sent to particle lab for analysis and was found to best match epoxy resin. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported issue of the cannula clogged at the opening. The particle analysis found the foreign material best match to be epoxy resin. The cannula assembly is a component that is received at the manufacturing site from an external supplier. The root cause of the epoxy resin in the cannula ID in hub end is related to the supplier¿s manufacturing process. An investigation has been initiated in order to further investigate the foreign material in the cannula ID. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. This inspection includes visual inspection for foreign material. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that cannula was blocked during the calibration step of cataract [with intraocular lens (iol) implant] surgery. The surgery completion details were unknown. There was no patient harm.